Event description:
Initial creatinine jaffe result of 5.6 mg/dl. Repeat of same sample, result was 2.2 mg/dl. No information provided to determine if results were used to guide therapy. The field service representative performed performance check tests which were within specification.